Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's physician inquired whether the device had a t-wave oversensing (twos) algorhythm. The physician noted that there was an epsiode that showed fibrillation sense on an r wave and a t wave. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.